Event description:
It was reported that during the implant there were several attempts made to position the lead. It was also reported that the helix of the lead would not retract. The lead was removed and replaced. No known patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. Additional finding of blood in/on helix mechanism. Full lead returned and analyzed.